Manufacturer narrative:
(B)(4).

Event description:
On 12th september 2014, lenstec received via e-mail notification that the device was being returned. The lens in question was returned via the returns authorization numbers (ra#s) (B)(4) on 16th september 2014 with the notification "loading issues, broken haptic, patient contact, implant / explant date on (B)(6) 2014, no patient injury, same model lens used successfully."

Event description:
On the 12th september 2014, lenstec received via e-mail notification that the device was being returned. The lens in question was returned via the returns authorization numbers (ra#s) 1223/60118 on the 16th september 2014 with the notification "loading issues, broken haptic, patient contact, implant/explant date 2014, no patient injury, same model lens used successfully."